Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. Seven years post implant it was reported the patient experienced obstruction, infection, erosion, bowel perforation and adhesions. Adhesions are listed as a known adverse reaction in the instructions-for-use. In regards to infection the warning section of the instructions-for-use states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis.¿ a manufacturing review was performed and found no evidence of a manufacturing related cause for the alleged event. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. Not returned to manufacturer.

Event description:
The following is based on a review of medical records provided to davol by the patient's attorney: on (B)(6) 2007 - the patient underwent repair of incisional ventral hernia in his midline and a second hernia on his stoma site with composix e/x mesh. Of note an 8x10 inch composix e/x mesh was used to cover both defects very well with excellent overlap, probably 2 inches on either side. It was secured circumferentially with 0 vicryl and 0 ethibond sutures as well as the circular endotacker taking care to avoid any bowel injury. They were spaced so that no bowel could get in between the sutures. On (B)(6) 2014 - patient was admitted to the hospital due to abdominal pain with nausea and vomiting. During the hospital stay the patient underwent multiple imaging studies that confirmed an obstruction as well as other significant findings which correlated with abscess and possible perforation. On (B)(6) 2014 - patient underwent explant of infected composix e/x mesh. During the procedure the medical records indicate the mesh was a dense underlay which showed bile and fecal staining . The composix e/x mesh as well as two areas of the small bowel that were eroded into the mesh we removed.